Manufacturer narrative:
(B)(4). Analysis description: failure event observed during analysis. Final analysis found that the insulation was abraded at 4.4 cm to 5.1 cm from the distal tip which exposed the cable lumen.

Event description:
This report is to advise of an event observed during analysis.